Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested the customer to perform the load fill tubing sequence multiple times during the load sequence. Reportedly, customer over filled the cartridge with insulin. Tandem technical support educated customer on proper load techniques. Ultimately, a supply change was performed to address the issue and insulin delivery was resumed. Customer's blood glucose was 150-200 mg/dl.